Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 80 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with pyrexia and an infection. The physician stated that the cause of the event is unknown. The patient is being treated with antibiotics; however, the event has not resolved. No additional clinical sequelae were reported.